Manufacturer narrative:
Customer was advised to send unit to the depot for repair and a letter of intent for service costs was issued. According to the depot, the lightsheer serial number is not in their depot and has not been serviced since 2002. Lumenis reviewed the treatment parameters provided by the customer and determined that these parameters were within the physician's recommended fluences for treatment with the lightsheer et for the reported skin type. The lightsheer system was not evaluated by lumenis, therefore no root cause can be determined.

Event description:
Reported a patient with skin type 3 burned during a hair removal procedure on the upper lip. No information on the severity of the burn was reported to lumenis, and a prescription was given to the customer; however, the name of the medication was not reported to lumenis.